Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported experiencing a hyperglycemic event with hospital admission due to an inaccurate insulin delivery. The patient stayed in hospital for four days because of constant high blood glucose levels. In the hospital, a hyperglycemia and excessive amount of albumin in the patient's urine were diagnosed. The patient only received an insulin syringe pen and was sent home. The mother of the patient did not provide information about the treatment received in the hospital. The mother of the patient could not explain why the doctor stated that the pump was not administering insulin correctly, but confirmed that inaccurate measurements, wrong bolus amount programming or incorrect pump settings are excluded as possible cause. She confirmed that all the settings of the pump were checked by the doctors, there is no aborted boluses or other relevant information in error log history. The mother of the patient could not confirm if the pump stopped delivering insulin, the only information is that it was delivering insulin inaccurately. At the time of the report, the user felt fine and was using insulin syringe pen therapy.